Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Remote monitoring was also disabled. No other information was provided. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Remote monitoring was also disabled. No other information was provided. No adverse patient effects were reported. Additional information provided an aberrant explant indicator date was recorded. Additional information provided that this pacemaker reverted to safety mode. Device replacement was recommended. This device remains in service at this time.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Remote monitoring was also disabled. No other information was provided. No adverse patient effects were reported. Additional information provided an aberrant explant indicator date was recorded.